Event description:
It was reported last week the healthcare provider (hcp) had a problem filling the pump and as a result the patient received a combination of dilaudid/baclofen. It was also reported as the hcp pulled the needle out he injected the medication subcutaneously. It was noted, the patient needed to be monitored and eventually after a couple of hours had to be hospitalized for ¿a couple of days¿ because of opioid overdose. When the hcp had noticed this happened he applied pressure outside of the skin with hopes to stop something from leaking. At the patient¿s refill 2013 (B)(6), the hcp found 10cc of blood in the pump and they began to flush this. After about six to seven flushes with 20cc saline each time, the concentration of blood became lighter and lighter. The hcp kept the patient in office to reverse the opioid side effects and then was taken to the hospital. It was further reported, the patient went through overdose and passing out ¿for two days back and forth.¿ symptoms included drowsiness, inability to move, suppressed breathing, difficulty swallowing, slowed heartbeat. It was reported, the patient if left untreated ¿would have died.¿ on the date of this report, the patient was to see the hcp for flushing and a dye study to check the lines and ensure everything was good. The pump was being used to deliver baclofen, dilaudid, and lidocaine.

Manufacturer narrative:
Product ID 8578, lot# n084004, implanted: 2008 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).